Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. During the procedure, while using the carto vizigo¿ 8.5f bi-directional guiding sheath - medium in the usual and correct manner, the medical team noticed a significant leak of saline solution through the hemostatic valve of the sheath. The device evaluation was completed on 13-nov-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Microscopic examination of the hemostatic valve surface did not show stress marks on the outer diameter. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 17-oct-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve leak issue occurred. During the procedure, while using the carto vizigo¿ 8.5f bi-directional guiding sheath - medium in the usual and correct manner, the medical team noticed a significant leak of saline solution through the hemostatic valve of the sheath. The entire process of washing and using the sheath was done correctly, and the catheter being used inside the sheath was the smartouch sf, as usual. Due to this constant leak in the hemostat valve (I repeat, saline solution leak, as the sheath was being irrigated), the medical team requested the exchange of the sheath for a new one, which did not present the same leak. The team asked for the replacement to guarantee the correct irrigation and also to avoid possible blood leakage. The surgery was not delayed due to the reported event. The procedure was completed successfully. There was no patient consequence reported. Additional information was received. The section that the issue was observed was the hemostatic valve. The issue that occurred was a leakage. They could not see any problem just looking at the hemostatic valve. The hemostatic valve did not dislodge inside nor outside of the sheath. The brim cap / hub did not become detached from the sheath. They do not have pictures. The sheath was being used on the patient. Air did not enter the patient¿s body. The needle used was the heartspan, but the leakage occurred before using any needle. The event was assessed as MDR reportable for a hemostatic valve leak issue.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 50000238 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).